Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified. Although requested, further information and device return was not provided.

Event description:
It was reported that the nurse experienced communication errors with blood infusions two times in the last couple of months. The nurse either turned the device on and off or removed and reattached the modules, which fixed the issue. No patient harm was reported. Although requested, further information and device return was not provided.